Manufacturer narrative:
Based on the claim against the product by the customer noting a clip broke and fell inside the patient, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. This complaint is considered a reportable event due to the following conclusion: it was alleged that the medium-large clip applier instrument broke and a fragment fell inside the patient. The fragment was retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, a piece of the medium-large clip applier instrument broke off. The fragment was retrieved during the same surgery. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the instrument was inspected before the procedure. The instrument did not encounter any other instruments during the surgery and the fragment was retrieved during the same surgery. There were no postoperative complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis (fa). Fa investigations did not replicate nor confirm the customer reported complaint. Upon visual and microscopic inspection, no damage was found to the wrist assembly. No cable damage or misalignment of grips was observed. The housing was also removed, and no damage was observed at the backend. Ligation clip was successfully installed on the instrument. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in a direction. The grips clip test was performed and passed on two attempts.

Event description:
Refer to h10/h11 for follow-up information.